Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube was replaced and the collimator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the tube was arcing. The fse confirmed an intermittent overload fault error message. This error causes the system to shut down. There is no report of injury or death associated with this event.